Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that when attempting to remove the 6f introducer/dilator from the sheath during access, the hub kinked. The sheath was successfully used to complete this procedure. No patient injury to report.

Manufacturer narrative:
The suspect medical device was not returned for evaluation. A photograph was provided by the account. The complaint is confirmed but the root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.